Event description:
It was reported that 2 bd discardit¿ ii syringes had cracked barrels. The following information was provided by the initial reporter: "phlebotomist was collecting blood of patient and syringe barrel was cracked".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2012501. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a cracked barrel was observed. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any damaged syringes observed. Although an exact cause cannot be confirmed, it is possible that this incident resulted from a blockage in the barrel feeding process. This blockage produced a damaged syringe, which went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that 2 bd discardit¿ ii syringes had cracked barrels. The following information was provided by the initial reporter: "phlebotomist was collecting blood of patient and syringe barrel was cracked"